Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the prescription appeared in carefusion coordination engine (cce) but did not display in patient encounter system (pes) for the active admitted visit. A technical support specialist (tss) connected to the environment and reviewed message flow between the cce and enterprise (es) systems. Due to cce retaining only seven days of data, older hl7 messages were unavailable, and only screenshots were provided by the customer. Admit discharge transfer (adt) and order queries initially failed because of an international unicode issue. The tss attempted to locate the enterprise server database but was unsuccessful. An updated international safe cast query was executed, which revealed message rejection due to database truncation caused by a lastname value exceeding the 50-character table constraint. A delay between host sent and cce received timestamps was also observed, indicating a possible hospital information system (his) or cce processing issue. The tss send unicode friendly cast query via teams. The customer later confirmed the issue was resolved and approved case closure. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, a medication prescription appeared in the cce but did not display in the pes for the patient current admitted visit. The user verified that the patient did not have medication listed in pes for the active encounter. Review of cce confirmed that the prescription arrived successfully. The message was resent from cce; however, the prescription still did not appear in pes. The user reviewed the hl7 message and confirmed that the nhc and visit information were correct and consistent with other prescriptions that displayed properly. Trace message review showed a cmsorder, indicating the message was sent to pes successfully. Using the patient troubleshooting tool, the prescription was located without any associated errors; however, it continued to not display in pes. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.